Event description:
It was reported that the fiber did not work during a holmium laser enucleation of the prostate, no errors were displayed on screen. Another fiber was utilized to complete the procedure. There were no patient complications. The fiber was returned and analysis identified a fracture at the fiber connector.

Manufacturer narrative:
Initial reporter phone: (B)(6). The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination under magnification of the device revealed the glass tip was degraded. Laser fibers are consumable devices and expected to degrade with use. A functional evaluation revealed that there was no light present from the sma connector, indicating that there was a fracture within the connector. The fiber connector may have a developed a microfracture that with continued use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. According to the instructions for use (IFU), bending the fiber at sharp angles may result in fiber damage.